Manufacturer narrative:
The lens was received and inspection showed a broken haptic the iol met all specifications prior to release, no additional reports of a similar nature have been received for lenses manufactured in this batch. While we were unable to determine the origin of the damage, our investigation reasonably suggests it is not manufacturing related.

Event description:
It was reported that the trailing haptic on the intraocular lens (iol) broke upon insertion into the patient's eye. The physician enlarged the incision to remove the damaged iol. A suture was used to close the incision. The surgeon stated there was no injury to the patient.